Event description:
It was reported that the balloon ruptured. A 3.00 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for use. During the procedure, the balloon ruptured at the low pressure. The procedure was successfully completed with another same device. There was no patient complication reported.